Event description:
A malfunction was reported involving the medical device fo534r - stille-ruskin bone rongeur240mm. Specifically it was reported that during a total shoulder replacement procedure, a small screw from the medical device detached and fell into the patient´s shoulder. Postoperatively, during decontamination of the instrument, it was then discovered that the screw was missing. Based on the surgeon´s clinical assessment, as the screw is within the soft tissue, it is not expected to cause further patient harm. Therefore, no additional surgical intervention is planned. The patient will be monitored and at present time no adverse consequences to the patient have been reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.